Event description:
It was reported that "inserting the anchor and had it almost fully seated when most proximal part of the anchor broke. Broken piece retrieved and will be returned.

Manufacturer narrative:
Additional info will be provided once in investigation is completed.